Event description:
It was reported that the patient experienced shortness of breath. The right atrial (ra) lead exhibited possible undersensing and far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 439888 lead, implanted on: (B)(6) 2015. Product ID: dtba2q1 crt-d, implanted on: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.